Event description:
The account's maintenance stated that the intellidrive will only go in reverse no matter which way he pushes it. He replaced the motor controller and has it wired correctly. He also replaced one of the handle wire and the pag board but the issue remains.

Manufacturer narrative:
Repairs have not been completed.